Event description:
Complainant had been unable to get anyone to listen to him about his medical situation. He was very agitated and wanted the phone number for the commissioner. Over the course of an approx 45 min conversation, it was determined that complainant had this device implanted in 2006 at the medical center. Two weeks later, after having a number of complications, he learned in an office visit that the "can had spun" and one or more leads had detached. In the ensuing weeks, after visits to other unidentified doctors, he has heard that the device is acting improperly (shutting off and turning on by itself) and he says he is dying as a result of the faulty device. He said he has called the MFR who has referred him to his doctor, however, he says neither surgeon nor the other physician he has seen will agree to explant or repair the malfunctioning device.